Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported open book image error. No harm requiring any medical intervention was reported. Trouble-shooting was performed and the customer was advised to discontinue use of product and revert to back-up plan.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp. Customer returned insulin pump for an alleged critical insulin pump error (open book image) alarm found on (B)(6) 2022. Insulin pump was received with a critical insulin pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical insulin pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical insulin pump error (open book image) alarm triggered by three consecutive insulin pump error alarms on september 19, 2022 07:30:29.000, september 19, 2022 07:31:05.000, september 19, 2022 07:32:15.000 and september 19, 2022 07:34:22.000. Insulin pump error alarm due to software error (linenumber = 5632 ; filenumber = 2005). Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board1, electrical board2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.5 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label missing. Critical insulin pump error (open book image) alarm confirmed due to three consecutive insulin pump error alarms. Insulin pump error alarms due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.